Event description:
Initial report rec'd on (B)(6) 2011: this spontaneous case was reported by a dermatologist with limited info only and involves a female. One year ago, she had been treated with poly-l-lactic acid (sculptra), for liquid lifting and developed nodules like "marbles". Further info was not provided. Upon receipt of add'l info, this non-serious case has been upgraded to serious based on the reclassification for the event (s) following assessment utilizing the company's new device reporting tree. Add'l info rec'd on (B)(6) 2011 from dermatologist via company rep: this case involves an (B)(6) (B)(6) year-old female; no autoimmune diseases were known. By the end of 2009 a subcutaneous injection with one bottle of poly-l-lactic acid diluted in 5ml water had been performed. Additionally 2ml local anesthesia had been used. Application site: cheeks and nasolabial fold. Massage directly after treatment was performed for a couple of days by the female. By the end of 2010, formation of nodules with increasing tendency was recognized. (B)(6) 5-10 nodules at each side of the face at injection site were present. Some of the nodules were only slightly visible, most of the nodules were only tactile far below. Size: 2-3 (4) mm. Loading-dose treatment with cortisone orally for one week was initiated to stop the adverse reaction. Outcome was not provided.